Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a right ventricular (rv) lead revision, oversensing of atrial activity on the left ventricular (lv) channel was noted in this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) recommended adjusting the sensing parameters; however, the clinical representative indicated that sensitivity adjustments had already been performed. Therefore, turning off lv sensing was also recommended as a last resort, but this action was not confirmed. No adverse patient effects were reported. This device remains in service.